Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was met while loading cartridge with insulin and insulin was not observed exiting the infusion set tubing with multiple cartridges during the load sequence. Customer loaded another cartridge to resolve the reported issues and insulin therapy was resumed. Customer's blood glucose was within 54-500 mg/dl.